Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1005 indicating there was an open circuit condition during shock delivery. The device delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Technical services (ts) recommended resolution. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered code 1005 indicating there was an open circuit condition during shock delivery. The device delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. Technical services (ts) recommended resolution. The device remains in use. No additional adverse patient effects were reported.